Event description:
New information received indicates that this device was returned for analysis. Analysis determined that this device was explanted in (B)(6)2013 and was not in service at the time of the high shock impedances.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected exhibited increased shock impedance values on the right ventricular (rv) lead with the most recent measurements being out of range. Threshold and pacing impedances remained normal. Surgical intervention was performed and the lead was surgically abandoned and replaced. All available information indicates the device remains in service. No adverse patient effects were reported.